Event description:
This unsolicited case from (B)(6) was received on 19- oct-2017 from a physician (obstetrician/gynecologist). This case concerns a (B)(6) year old female patient who received treatment with seprafilm and later 10 days after starting treatment peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis, had fistula of the urinary duct, ascites/ loculated acites, had allergic reaction, bacteria culture of ascites showed small number of enterobacter cloacae, adhesions/ adhesion at the application site of seprafilm, inflammation (redness), after 5 days had ileus and after unknown latency had urinary tract infection. No past drug or concurrent condition was provided. The patient had allergy to alcohol, mango and oyster, urticaria (easily appeared). The medical history included ovarian cystoma (at the age of (B)(6) years), (B)(6) (at the age of (B)(6) years), acute nephritis (at the age of (B)(6) years), surgery for ovarian cystoma and adnexectomy (in 1991). The patient had no smoking history. As on (B)(6) 2017, the pre-operative condition of the patient included generally healthy with good nutrition and with no anemia, no experience of radiotherapy. . The patient's concomitant medications included enoxaparin sodium (clexane), dexpanthenol (pantol) and magnesium oxide for ileus prophylaxis, cefmetazole for postoperative infection prophylaxis, ferrous sulfate (fero-gradumet) for preoperative collection of autologous blood and tsumura daikencyuto. On (B)(6) 2017, radical abdominal hysterectomy for cervix carcinoma (stage ib1; primary disease) was performed and two sheets of seprafilm (form, batch/lot number and expiry date: unknown) were applied at the pelvic retroperitoneum and just beneath the abdominal wall. There was direct placing to the vaginal stump and the external iliac blood vessel. The placing condition was good. The surgeon had experience to use seprafilm (many cases). The drainage was done by jvac drain. Many adhesion or exfoliations were present. The abdominal cavity was neither non-purulent inflammation nor infection existed. Interperitoneal lavage was practiced (3l). At the excision site: both uterine appendages and lymph nodes in the pelvis were present. Anastomosis procedure was performed manually (knotted suture) with the use of absorbable, synthetic, and multi suture and absorbable and unabsorbable ligature. Neither non-purulent inflammation nor infection existed. The operation area was clean and clean-contaminated (vaginal canal incision) operation. The incision was 20 cm long (suture layer, 2 layers). The first layer (peritoneum layer) was not sutured (surgery time: about 7 hours; amount of bleeding: 1468 g. Blood infusion: autologous blood 400 ml).the skin layer was manually sutured (knotted suture) with the use of absorbable, synthetic, and mono suture. Neither non-purulent inflammation nor infection existed. Postoperatively a closed drain was placed on the same day. After surgery, the wbc and crp were 9.9 and 0.26 mg/dl, respectively. The drain was removed on (B)(6) 2017(drainage of fluid: good; second look laparoscopy after operation: none). As on the same day, the wbc and crp were 7800/mm3 and 11.3 mg/dl, respectively. On (B)(6) 2017, blood cultures were negative, the body temperature was 36.9 degrees centigrade and abdominal pain and vomiting occurred. Ileus was suspected, and CT and x-ray showed ileus. On an unknown date, after unknown latency the patient had urinary tract infection. On (B)(6) 2017, (latency: 10 days) peritonitis developed in the abdominal cavity (at the pelvic region) that was obviously seemed to be the application site of seprafilm. On the same day, enrichment culture of the ascites for enterobacter cloacae was performed. The patient was placed under fasting and started receiving paracetamol (acelio), carbamazepine (cmz), lansoprazole (takepron), and dexpanthenol (pantol). The same day, marked abdominal distension was observed, and CT showed a large amount of ascites (latency 10 days). A drain was inserted from the vaginal stump, and outflow of urine was observed. Therefore, abdominal surgery was performed. During surgery, there were many adhesions, and inflammation (redness) and adhesion at the application site of seprafilm were observed (condition at the time of relaparotomy: belag-like muddy (gel-like) residual on the application site. Partly removed manually as much as possible: after the re-laparotomy, improvement was noted. The same day, fistula of the urinary duct (latency 10 days) was observed, and was repaired (ureter-bladder anastomosis). Meropenem and polaramine were additionally started, and the wbc and crp were 12400/mm3 (neutrophil 76%, lymphocytes 14%, eosinophills 2%, monocytes 2%) and 32.62 mg/dl, respectively. On the same date, bacteria culture of the ascites and intestinal surface was performed, showing a small number of enterobactor cloacae (in both specimens). The same day, the patient had allergic reaction. On an unspecified date, tissue examination of the intestinal surface showed inflammatory exudate. On (B)(6) 2017, the patient received famotidine, i.v., 40 mg/day for postoperative gastric mucosal protection. On (B)(6) 2017, abdominal pain persisted, and the wbc and crp slightly decreased to 12100/mm3 and 12.9 mg/dl, respectively. CT showed loculated ascites and did not show ileus. On (B)(6) 2017, the wbc and crp were 9600/mm3 and 6.28 mg/dl, respectively. On (B)(6) 2017, the treatment with famotidine was stopped. On (B)(6) 2017, the body temperature was 38 degrees centigrade without abdominal pain, and the wbc and crp were 8100/mm3 and 1.5 mg/dl, respectively. The blood sample was submitted for culture (negative results). The treatment was switched to piperacillin hydrate/tazobactam (tazopipe) and the patient started taking medicines. On (B)(6) 2017, abdominal pain improved, and pyrexia of 37.5-38 degrees centigrade was observed. The wbc and crp improved to 5700/mm3 and 1.34 mg/dl, respectively. However, the eosinophil was high at 9.4%, and pyrexia due to allergy was considered. On (B)(6) 2017, pyrexia of 38 degrees centigrade without abdominal pain was observed. The wbc and crp were 2800/mm3 and 0.68 mg/dl, respectively (eo 10.9%). Drug-induced pyrexia was suspected, and treatment with piperacillin hydrate/tazobactam (tazopipe) was completed. On (B)(6) 2017, the patient's wbc, eo, and crp were 6400/mm3, 7.4%, and 0.35 mg/dl, respectively. On (B)(6) 2017, the patient recovered from peritonitis and was discharged from the hospital since the general condition was good though slight fever of 37.0-37.9 degrees centigrade sometimes occurred. On (B)(6) 2017, the patient recovered from the 3 events "fistula of the urinary duct", "allergic reaction", and "ileus". There was prolongation of hospitalization but no re-hospitalization for treatment of the events. Corrective treatment: intravenous dexchlorpheniramine maleate (polaramine) at a dose of 10 mg/day ((B)(6) 2017) for allergic reaction; repaired (ureter-bladder anastomosis) for fistula of the urinary duct; drain was inserted; surgery for ascites/ loculated acites; ; tazopipe, meropenem, re-laparatomy for peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis; meropenem i.v., 3 g/day, (B)(6) 2017 for urinary tract infection; intravenous paracetamol (acelio) at a dose of 3000 mg/day, (B)(6) 2017, carbamazepine (cmz), lansoprazole (takepron) and dexpanthenol (pantol) for ileus; not reported for inflammation (redness), adhesions/ adhesion at the application site of seprafilm and bacteria culture of ascites showed small number of enterobacter cloacae. Outcome: recovered for fistula of the urinary duct, ileus, peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis, allergic reaction; unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4) no product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: peritonitis reporting obstetrician/gynecologist's seriousness assessment: serious (life threatening, hospitalization or prolongation of hospitalization, medically significant) reporting obstetrician/gynecologist's causality assessment: probable diagnosis: fistula of the urinary duct reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization, medically significant) reporting obstetrician/gynecologist's causality assessment: not related diagnosis: allergic reaction reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization, medically significant) reporting obstetrician/gynecologist's causality assessment: probable diagnosis: ileus reporting obstetrician/gynecologist's causality assessment: probable seriousness criteria: important medical event for ileus diagnosis: ascites/ loculated acites seriousness criteria: important medical event for ascites/ loculated acites reporting obstetrician/gynecologist's comment: the patient's risk factor, leakage of the urine into the abdominal cavity due to ureteric perforation after the surgery, was another possible factor for the event. When abdominal surgery was again performed for fistula of the urinary duct, inflammation (redness) was observed along the application site of seprafilm. Allergy to seprafilm was suspected based on the findings during surgery, though the results of blood or culture tests were not so helpful because of presence of urinary tract infection and ileus. Intra-abdominal culture during surgery showed little contamination, suggesting absence of infectious peritonitis. It was highly likely that the increased eo after surgery was caused by another drug (antibiotic). The allergy, the patient's risk factor, was another possible factors for the 3 events, "fistula of the urinary duct", "allergic reaction", and "ileus". Additional information was received on 15-nov-2017. The gobal ptc number with ptc results were added. Text was amended accordingly. Additional information was received on 25-dec-2017 from the physician (obstetrician/gynecologist). The patient's height and weight was added. The additional events of fistula of the urinary duct, urinary tract infection, ascites/ loculated acites, had allergic reaction, bacteria culture of ascites showed small number of enterobacter cloacae, adhesions/ adhesion at the application site of seprafilm, inflammation (redness) and ileus were added with details. The symptoms of abdominal pain, vomiting, abdominal distension, pyrexia and inflammation (redness) were added. The patient's medical history and concomitant medications were added. Additional seriousness criteria (medically significant) for the event of peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis was added. The treatment for the event peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis was added. The laboratory details of white blood cell count, c-reactive protein, x-ray, CT, eosinophil count, monocytes and neutrophils were added. Reporting obstetrician/gynecologist's comment was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 25-dec-2017: this case concerns a patient who received treatment with seprafilm and later experienced fistula of urinary duct, ileus and ascites. A significant temporal relationship can be established and hence causal role of suspect product cannot be denied in occurrence of the event. However, event of fistula of urinary duct cannot be suspected to have occurred with seprafilm on the basis of site of reaction. Furthermore, due to limited regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.

Event description:
Upon internal review on 25-dec-2017, seriousness criteria for the event of peritonitis was amended from (life-threatening, hospitalization or prolongation of hospitalization, medically significant) to (hospitalization or prolongation of hospitalization, medically significant). This unsolicited case from (B)(6) was received on 19- oct-2017 from a physician (obstetrician/gynecologist). This case concerns a (B)(6) year old female patient who received treatment with seprafilm and later 10 days after starting treatment peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis, had fistula of the urinary duct, ascites/ loculated acites, had allergic reaction, bacteria culture of ascites showed small number of enterobacter cloacae, adhesions/ adhesion at the application site of seprafilm, inflammation (redness), after 5 days had ileus and after unknown latency had urinary tract infection. No past drug or concurrent condition was provided. The patient had allergy to alcohol, mango and oyster, urticaria (easily appeared). The medical history included ovarian cystoma (at the age of (B)(6) years), genital herpes (at the age of (B)(6) years), acute nephritis (at the age of (B)(6) years), surgery for ovarian cystoma and adnexectomy (in 1991). The patient had no smoking history. As on (B)(6) 2017, the pre-operative condition of the patient included generally healthy with good nutrition and with no anemia, no experience of radiotherapy. . The patient's concomitant medications included enoxaparin sodium (clexane), dexpanthenol (pantol) and magnesium oxide for ileus prophylaxis, cefmetazole for postoperative infection prophylaxis, ferrous sulfate (fero-gradumet) for preoperative collection of autologous blood and tsumura daikencyuto. On (B)(6) 2017, radical abdominal hysterectomy for cervix carcinoma (stage ib1; primary disease) was performed and two sheets of seprafilm (form, batch/lot number and expiry date: unknown) were applied at the pelvic retroperitoneum and just beneath the abdominal wall. There was direct placing to the vaginal stump and the external iliac blood vessel. The placing condition was good. The surgeon had experience to use seprafilm (many cases). The drainage was done by jvac drain. Many adhesion or exfoliations were present. The abdominal cavity was neither non-purulent inflammation nor infection existed. Interperitoneal lavage was practiced (3l). At the excision site: both uterine appendages and lymph nodes in the pelvis were present. Anastomosis procedure was performed manually (knotted suture) with the use of absorbable, synthetic, and multi suture and absorbable and unabsorbable ligature. Neither non-purulent inflammation nor infection existed. The operation area was clean and clean-contaminated (vaginal canal incision) operation. The incision was 20 cm long (suture layer, 2 layers). The first layer (peritoneum layer) was not sutured (surgery time: about 7 hours; amount of bleeding: 1468 g. Blood infusion: autologous blood 400 ml).the skin layer was manually sutured (knotted suture) with the use of absorbable, synthetic, and mono suture. Neither non-purulent inflammation nor infection existed. Postoperatively a closed drain was placed on the same day. After surgery, the wbc and crp were 9.9 and 0.26 mg/dl, respectively. The drain was removed on (B)(6) 2017(drainage of fluid: good; second look laparoscopy after operation: none). As on the same day, the wbc and crp were 7800/mm3 and 11.3 mg/dl, respectively. On (B)(6) 2017, blood cultures were negative, the body temperature was 36.9 degrees centigrade and abdominal pain and vomiting occurred. Ileus was suspected, and CT and x-ray showed ileus. On an unknown date, after unknown latency the patient had urinary tract infection. On (B)(6) 2017, (latency: 10 days) peritonitis developed in the abdominal cavity (at the pelvic region) that was obviously seemed to be the application site of seprafilm. On the same day, enrichment culture of the ascites for enterobacter cloacae was performed. The patient was placed under fasting and started receiving paracetamol (acelio), carbamazepine (cmz), lansoprazole (takepron), and dexpanthenol (pantol). The same day, marked abdominal distension was observed, and CT showed a large amount of ascites (latency 10 days). A drain was inserted from the vaginal stump, and outflow of urine was observed. Therefore, abdominal surgery was performed. During surgery, there were many adhesions, and inflammation (redness) and adhesion at the application site of seprafilm were observed (condition at the time of relaparotomy: belag-like muddy (gel-like) residual on the application site. Partly removed manually as much as possible: after the re-laparotomy, improvement was noted. The same day, fistula of the urinary duct (latency 10 days) was observed, and was repaired (ureter-bladder anastomosis). Meropenem and polaramine were additionally started, and the wbc and crp were 12400/mm3 (neutrophil 76%, lymphocytes 14%, eosinophills 2%, monocytes 2%) and 32.62 mg/dl, respectively. On the same date, bacteria culture of the ascites and intestinal surface was performed, showing a small number of enterobactor cloacae (in both specimens). The same day, the patient had allergic reaction. On an unspecified date, tissue examination of the intestinal surface showed inflammatory exudate. On (B)(6) 2017, the patient received famotidine, i.v., 40 mg/day for postoperative gastric mucosal protection. On (B)(6) 2017, abdominal pain persisted, and the wbc and crp slightly decreased to 12100/mm3 and 12.9 mg/dl, respectively. CT showed loculated ascites and did not show ileus. On (B)(6) 2017, the wbc and crp were 9600/mm3 and 6.28 mg/dl, respectively. On (B)(6) 2017, the treatment with famotidine was stopped. On (B)(6) 2017, the body temperature was 38 degrees centigrade without abdominal pain, and the wbc and crp were 8100/mm3 and 1.5 mg/dl, respectively. The blood sample was submitted for culture (negative results). The treatment was switched to piperacillin hydrate/tazobactam (tazopipe) and the patient started taking medicines. On (B)(6) 2017, abdominal pain improved, and pyrexia of 37.5-38 degrees centigrade was observed. The wbc and crp improved to 5700/mm3 and 1.34 mg/dl, respectively. However, the eosinophil was high at 9.4%, and pyrexia due to allergy was considered. On (B)(6) 2017, pyrexia of 38 degrees centigrade without abdominal pain was observed. The wbc and crp were 2800/mm3 and 0.68 mg/dl, respectively (eo 10.9%). Drug-induced pyrexia was suspected, and treatment with piperacillin hydrate/tazobactam (tazopipe) was completed. On (B)(6) 2017, the patient's wbc, eo, and crp were 6400/mm3, 7.4%, and 0.35 mg/dl, respectively. On (B)(6) 2017, the patient recovered from peritonitis and was discharged from the hospital since the general condition was good though slight fever of 37.0-37.9 degrees centigrade sometimes occurred. On (B)(6) 2017, the patient recovered from the 3 events "fistula of the urinary duct", "allergic reaction", and "ileus". There was prolongation of hospitalization but no re-hospitalization for treatment of the events. Corrective treatment: intravenous dexchlorpheniramine maleate (polaramine) at a dose of 10 mg/day ((B)(6) 2017) for allergic reaction; repaired (ureter-bladder anastomosis) for fistula of the urinary duct; drain was inserted; surgery for ascites/ loculated acites; ; tazopipe, meropenem, re-laparatomy for peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis; meropenem i.v., 3 g/day, (B)(6)-2017 for urinary tract infection; intravenous paracetamol (acelio) at a dose of 3000 mg/day, (B)(6) 2017, carbamazepine (cmz), lansoprazole (takepron) and dexpanthenol (pantol) for ileus; not reported for inflammation (redness), adhesions/ adhesion at the application site of seprafilm and bacteria culture of ascites showed small number of enterobacter cloacae. Outcome: recovered for fistula of the urinary duct, ileus, peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis, allergic reaction; unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4) no product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: peritonitis reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization, medically significant) reporting obstetrician/gynecologist's causality assessment: probable diagnosis: fistula of the urinary duct reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization, medically significant) reporting obstetrician/gynecologist's causality assessment: not related diagnosis: allergic reaction reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization, medically significant) reporting obstetrician/gynecologist's causality assessment: probable diagnosis: ileus reporting obstetrician/gynecologist's causality assessment: probable seriousness criteria: important medical event for ileus diagnosis: ascites/ loculated acites seriousness criteria: important medical event for ascites/ loculated acites reporting obstetrician/gynecologist's comment: the patient's risk factor, leakage of the urine into the abdominal cavity due to ureteric perforation after the surgery, was another possible factor for the event. When abdominal surgery was again performed for fistula of the urinary duct, inflammation (redness) was observed along the application site of seprafilm. Allergy to seprafilm was suspected based on the findings during surgery, though the results of blood or culture tests were not so helpful because of presence of urinary tract infection and ileus. Intra-abdominal culture during surgery showed little contamination, suggesting absence of infectious peritonitis. It was highly likely that the increased eo after surgery was caused by another drug (antibiotic). The allergy, the patient's risk factor, was another possible factors for the 3 events, "fistula of the urinary duct", "allergic reaction", and "ileus". Additional information was received on 15-nov-2017. The gobal ptc number with ptc results were added. Text was amended accordingly. Additional information was received on 25-dec-2017 from the physician (obstetrician/gynecologist). The patient's height and weight was added. The additional events of fistula of the urinary duct, urinary tract infection, ascites/ loculated acites, had allergic reaction, bacteria culture of ascites showed small number of enterobacter cloacae, adhesions/ adhesion at the application site of seprafilm, inflammation (redness) and ileus were added with details. The symptoms of abdominal pain, vomiting, abdominal distension, pyrexia and inflammation (redness) were added. The patient's medical history and concomitant medications were added. Additional seriousness criteria (medically significant) for the event of peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis was added. The treatment for the event peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis was added. The laboratory details of white blood cell count, c-reactive protein, x-ray, CT, eosinophil count, monocytes and neutrophils were added. Reporting obstetrician/gynecologist's comment was added. Clinical course updated. Text was amended accordingly. Upon internal review on 25-dec-2017, seriousness criteria for the event of peritonitis was amended from (lifethreatening, hospitalization or prolongation of hospitalization, medically significant) to (hospitalization or prolongation of hospitalization, medically significant). Pharmacovigilance comment: sanofi company comment dated 25-dec-2017: this case concerns a patient who received treatment with seprafilm and later experienced fistula of urinary duct, ileus and ascites. A significant temporal relationship can be established and hence causal role of suspect product cannot be denied in occurrence of the event. However, event of fistula of urinary duct cannot be suspected to have occurred with seprafilm on the basis of site of reaction. Furthermore, due to limited regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.

Event description:
Fistula of the urinary duct [ureteric fistula] ([ascites], [abdominal distension]) ileus [ileus] ([abdominal pain], [vomiting]) adhesions/ adhesion at the application site of seprafilm [adhesion] peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis [peritonitis] allergic reaction [allergic reaction] ([pyrexia]) inflammation (redness) [inflammation] ([redness]) case narrative: initial information received on 19-oct-2017 regarding an unsolicited valid serious case received from (lp) japan-kaken lsa-pcp under reference on 04-jun-2018 and transmitted to sanofi. This case involves a 57 years old female patient (159 cm and 54 kg) who experienced fistula of the urinary duct, ileus, adhesions/ adhesion at the application site of seprafilm, peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis, allergic reaction and inflammation (redness), while she was treated with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included surgery in jun-1991, salpingo-oophorectomy in jun-1991 and non-tobacco user. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing hypersensitivity, food allergy, food allergy, urticaria, ovarian cyst with at the age of 23 years, genital herpes with at the age of 26 years and nephritis with at the age of 51 years. Notes: the patient had no smoking history with no anemia, no experience of radiotherapy. Concomitant medications included enoxaparin sodium (clexane 2000iu) for thrombosis prophylaxis; famotidine (famotidine) for gastritis prophylaxis; panthenol (pantol [panthenol]) for prophylaxis; cefmetazole sodium (cefmetazole sodium) for infection prophylaxis; magnesium oxide (magnesium oxide) for prophylaxis; and ferrous sulfate (fero gradumet) for autotransfusion. On 25-aug-2017, radical abdominal hysterectomy for cervix carcinoma (stage ib1; primary disease) was performed and two sheets of seprafilm (form, batch/lot number and expiry date: unknown) were applied at 6 sites of the region, including areapelvic retroperitoneum, vaginal stump, and external iliac blood vessel. The placing condition was good. The surgeon had experience to use seprafilm (many cases). The drainage was done by jvac drain. Many adhesion or exfoliations were present. The abdominal cavity was neither nonpurulent inflammation nor infection existed. Interperitoneal lavage was practiced (3l). At the excision site: both uterine appendages and lymph nodes in the pelvis were present. Anastomosis procedure was performed manually (knotted suture) with the use of absorbable, synthetic, and multi suture and absorbable and unabsorbable ligature. Neither non-purulent inflammation nor infection existed. The operation area was clean and clean-contaminated (vaginal canal incision) operation. The incision was 20 cm long (suture layer, 2 layers). The first layer (peritoneum layer) was not sutured (surgery time: about 7 hours; amount of bleeding: 1468 g. Blood infusion: autologous blood 400 ml).the skin layer was manually sutured (knotted suture) with the use of absorbable, synthetic, and mono suture. Neither non-purulent inflammation nor infection existed. Post-operatively a closed drain was placed on the same day. After surgery, the wbc and crp were 9.9 and 0.26 mg/dl, respectively. The drain was removed on 28-aug-2017(drainage of fluid: good; second look laparoscopy after operation: none). As on the same day, the wbc and crp were 7800/mm3 and 11.3 mg/dl, respectively. On 30-aug-2017, blood cultures were negative, the body temperature was 36.9 degrees centigrade and abdominal pain and vomiting occurred. Ileus was suspected, and CT and x-ray showed ileus. It was reported that the patient had urinary tract infection. On 04-sep-2017, (latency: 10 days) peritonitis developed in the abdominal cavity (at the pelvic region) that was obviously seemed to be the application site of seprafilm. On the same day, enrichment culture of the ascites for enterobacter cloacae was performed. The patient was placed under fasting and started receiving paracetamol (acelio), carbamazepine (cmz), lansoprazole (takepron), and dexpanthenol (pantol) for ileus. The same day, although ileus tended to improve, marked abdominal distension was observed, and CT showed a large amount of ascites (latency 10 days). A drain was inserted from the vaginal stump, and outflow of urine was observed. Therefore, abdominal surgery (ureterovesicostomy/intraperitoneal irrigation) was performed for a diagnosis of ureteric injury. During surgery, there were many adhesions, and moderate inflammatory change (redness) and intraperitoneal (intestinal) adhesion at the application site of seprafilm were observed (condition at the time of re-laparotomy: belag-like muddy (gel-like) residual on the application site. Partly removed manually as much as possible: after the re-laparotomy, improvement was noted. The same day, fistula of the urinary duct (latency 10 days) was observed, and was repaired (ureter-bladder anastomosis). Meropenem and polaramine were additionally started, and the wbc and crp were 12400/mm3 (neutrophil 76%, lymphocytes 14%, eosinophills 2%, monocytes 2%) and 32.62 mg/dl, respectively. On the same date, bacteria culture of the ascites and intestinal surface was performed, showing a small number of enterobactor cloacae (in both specimens). The same day, the patient had allergic reaction. Seprafilm was manually removed as much as possible (infectious peritonitis was deniable). On an unspecified date, tissue examination of the intestinal surface showed inflammatory exudate. On 06-sep-2017, the patient received famotidine, i.v., 40 mg/day for postoperative gastric mucosal protection. On 07-sep-2017, abdominal pain persisted, and the wbc and crp slightly decreased to 12100/mm3 and 12.9 mg/dl, respectively. CT showed loculated ascites and did not show ileus. On 08-sep-2017, the wbc and crp were 9600/mm3 and 6.28 mg/dl, respectively. On 11-sep-2017, the treatment with famotidine was stopped. On 12-sep-2017, the body temperature was 38 degrees centigrade without abdominal pain, and the wbc and crp were 8100/mm3 and 1.5 mg/dl, respectively. The blood sample was submitted for culture (negative results). The treatment was switched to piperacillin hydrate/tazobactam (tazopipe) and the patient started taking medicines. On 13-sep-2017, abdominal pain improved, and pyrexia of 37.5-38 degrees centigrade was observed. The wbc and crp improved to 5700/mm3 and 1.34 mg/dl, respectively. However, the eosinophil was high at 9.4%, and pyrexia due to allergy was considered. On 18-sep-2017, pyrexia of 38 degrees centigrade without abdominal pain was observed. The wbc and crp were 2800/mm3 and 0.68 mg/dl, respectively (eo 10.9%). Drug-induced pyrexia was suspected, and treatment with piperacillin hydrate/tazobactam (tazopipe) was completed. On 22-sep-2017, the patient's wbc, eo, and crp were 6400/mm3, 7.4%, and 0.35 mg/dl, respectively. On 25-sep-2017, the abdominal symptoms improved. The patient recovered from peritonitis and was discharged from the hospital since the general condition was good though slight fever of 37.0-37.9 degrees centigrade sometimes occurred. On 19-dec-2017, the patient recovered from the 3 events "fistula of the urinary duct", "allergic reaction", and "ileus". There was prolongation of hospitalization but no re-hospitalization for treatment of the events. On 05-feb-2018, patient recovered from the events of inflammation (redness) and adhesion. The patient developed an event of a serious fistula of the urinary duct (ureteric fistula) 10 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. The patient was hospitalized for this event. The patient was discharged on 25-sep-2017 the patient developed an event of a serious ileus 5 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. The patient developed an event of a serious adhesions/ adhesion at the application site of seprafilm (adhesion) 10 days after starting use of carboxymethylcellulose and sodium hyaluronate. The patient was hospitalized for this event. The patient developed an event of a serious peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis (peritonitis) 10 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. The patient was hospitalized for this event. The patient was discharged on 25-sep-2017 the patient developed an event of a serious allergic reaction (hypersensitivity) 10 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. The patient was hospitalized for this event. The patient was discharged on 25-sep-2017 the patient developed an event of a serious inflammation (redness) (inflammation) 10 days after starting use of carboxymethylcellulose and sodium hyaluronate. The patient was hospitalized for this event. The patient developed an event of a serious ascites/ loculated acites (ascites) <<unknown latency>> after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. The patient was hospitalized for this event. The patient was discharged on 25-sep-2017 the patient developed an event of a serious abdominal distension <<unknown latency>> after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. The patient was hospitalized for this event. The patient was discharged on 25-sep-2017 the patient developed an event of a serious abdominal pain <<unknown latency>> after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. The patient developed an event of a serious vomiting <<unknown latency>> after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. The patient developed an event of a serious pyrexia <<unknown latency>> after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. The patient was hospitalized for this event. The patient was discharged on 25-sep-2017 the patient developed an event of a serious inflammation (redness) (erythema) unknown latency after starting use of carboxymethylcellulose and sodium hyaluronate. The patient was hospitalized for this event. Relevant laboratory test results included: body temperature - on 30-aug-2017: 36.9 cel; on 12-sep-2017: 38 cel; on 13-sep-2017: 37.5-38 cel; on 18-sep-2017: 38 cel; on 25-sep-2017: 37-37.9 cel c-reactive protein - on 25-aug-2017: 0.26 mg/dl; on 28-aug-2017: 11.3 mg/dl; on 04-sep-2017: 32.62 mg/dl; on 07-sep-2017: 12/9 mg/dl; on 08-sep-2017: 6.28 mg/dl; on 12-sep-2017: 1.5 mg/dl; on 13-sep-2017: 1.34 mg/dl; on 18-sep-2017: 0.68 mg/dl; on 22-sep-2017: 0.35 mg/dl eosinophil count - on 04-sep-2017: 2 %; on 13-sep-2017: 9.4 %; on 18-sep-2017: 10.9 %; on 22-sep-2017: 7.4 % laboratory test - on an unknown date: lymphocytes - on 04-sep-2017: 14 % monocytes - on 04-sep-2017: 2 % neutrophil count - on 04-sep-2017: 76 % white blood cell count - on 25-aug-2017: 99 unk; on 28-aug-2017: 7800/mm3 unk; on 04-sep-2017: 12400/mm3 unk; on 07-sep-2017: 12100/mm3 unk; on 08-sep-2017: 9600/mm3 unk; on 12-sep-2017: 8100/mm3 unk; on 13-sep-2017: 5700/mm3 unk; on 18-sep-2017: 2800/mm3 unk; on 22-sep-2017: 6400/mm3 unk final diagnosis was ileus, inflammation (redness), allergic reaction, peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis, adhesions/ adhesion at the application site of seprafilm and fistula of the urinary duct. The patient was treated with dexchlorpheniramine maleate (polaramine), piperacillin sodium, tazobactam sodium (tazopipe), meropenem (meropenem), paracetamol (acelio), carbamazepine (carbamazepine), lansoprazole (takepron) and dexpanthenol (dexpanthenol). The patient outcome is reported as recovered / resolved on 19-dec-2017 for fistula of the urinary duct, as unknown for ascites/ loculated acites, as unknown for abdominal distension, as recovered / resolved on 19-dec-2017 for ileus, as unknown for abdominal pain, as unknown for vomiting, as recovered / resolved on 05-feb-2018 for adhesions/ adhesion at the application site of seprafilm, as recovered / resolved on 25-sep-2017 for peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis, as recovered / resolved on 19-dec-2017 for allergic reaction, as unknown for pyrexia, as recovered / resolved on 05-feb-2018 for inflammation (redness) and as unknown for inflammation (redness). Returned: not available, date returned: reporting obstetrician/gynecologist's comment: the patient's risk factor, leakage of the urine into the abdominal cavity due to ureteric perforation after the surgery, was another possible factor for the event. When abdominal surgery was again performed for fistula of the urinary duct, inflammation (redness) was observed along the application site of seprafilm. Allergy to seprafilm was suspected based on the findings during surgery, though the results of blood or culture tests were not so helpful because of presence of urinary tract infection and ileus. Intra-abdominal culture during surgery showed little contamination, suggesting absence of infectious peritonitis. It was highly likely that the increased eo after surgery was caused by another drug (antibiotic). The allergy, the patient's risk factor, was another possible factors for the 3 events, "fistula of the urinary duct", "allergic reaction", and "ileus". Reporting obstetrician/gynecologist's comment: the alternative explanation for the inflammation (redness) and adhesion was the patient's risk factor (allergy). Reporter comment: peritonitis (site: in the abdominal cavity [pelvis]) seprafilm was manually removed as much as possible. Infectious peritonitis was denied. Additional information was received on 15-nov-2017. The gobal ptc number with ptc results were added. Text was amended accordingly. Additional information was received on 25-dec-2017 from the physician (obstetrician/gynecologist). The patient's height and weight was added. The additional events of fistula of the urinary duct, urinary tract infection, ascites/ loculated acites, had allergic reaction, bacteria culture of ascites showed small number of enterobacter cloacae, adhesions/ adhesion at the application site of seprafilm, inflammation (redness) and ileus were added with details. The symptoms of abdominal pain, vomiting, abdominal distension, pyrexia and inflammation (redness) were added. The patient's medical history and concomitant medications were added. Additional seriousness criteria (medically significant) for the event of peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis was added. The treatment for the event peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis was added. The laboratory details of white blood cell count, c-reactive protein, x-ray, CT, eosinophil count, monocytes and neutrophils were added. Reporting obstetrician/gynecologist's comment was added. Clinical course updated. Text was amended accordingly. Upon internal review on 25-dec-2017, seriousness criteria for the event of peritonitis was amended from (life-threatening, hospitalization or prolongation of hospitalization, medically significant) to (hospitalization or prolongation of hospitalization, medically significant). Additional information received from the bstetrician/gynecologist on 05-feb-2018: added "abdominal distension" and "ascites" as symptoms of the event "fistula of the urinary duct" as they were confirmed to be the symptoms of the event. It was confirmed that "urinary tract infection" mentioned in the previous report (the reporter's comment) was not an adverse reaction to seprafilm, and its infecting bacterium was enterobacter cloacae; hence the event was deleted. Outcome of inflammation (redness) and adhesion updated. Added the reporter's comment. Clinical course updated. Text was amended accordingly. Additional information was received on 04-jun-2018: added and changed the patient's age, the content of the course, and the reporter's comment. .

Event description:
Upon internal review on 25-dec-2017, seriousness criteria for the event of peritonitis was amended from (life-threatening, hospitalization or prolongation of hospitalization, medically significant) to (hospitalization or prolongation of hospitalization, medically significant). This unsolicited case from (B)(6) was received on (B)(6) 2017 from a physician (obstetrician/gynecologist). This case concerns a (B)(6) year old female patient who received treatment with seprafilm and later 10 days after starting treatment peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis, had fistula of the urinary duct, had allergic reaction, adhesions/ adhesion at the application site of seprafilm, inflammation (redness), after 5 days had ileus. No past drug or concurrent condition was provided. The patient had allergy to alcohol, mango and oyster, urticaria (easily appeared). The medical history included ovarian cystoma (at the age of (B)(6) years), genital herpes (at the age of (B)(6) years), acute nephritis (at the age of (B)(6) years), surgery for ovarian cystoma and adnexectomy (in 1991). The patient had no smoking history. As on (B)(6) 2017, the pre-operative condition of the patient included generally healthy with good nutrition and with no anemia, no experience of radiotherapy. . The patient's concomitant medications included enoxaparin sodium (clexane), dexpanthenol (pantol) and magnesium oxide for ileus prophylaxis, cefmetazole for postoperative infection prophylaxis, ferrous sulfate (fero-gradumet) for preoperative collection of autologous blood and tsumura daikencyuto. On (B)(6) 2017, radical abdominal hysterectomy for cervix carcinoma (stage ib1; primary disease) was performed and two sheets of seprafilm (form, batch/lot number and expiry date: unknown) were applied at the pelvic retroperitoneum and just beneath the abdominal wall. There was direct placing to the vaginal stump and the external iliac blood vessel. The placing condition was good. The surgeon had experience to use seprafilm (many cases). The drainage was done by jvac drain. Many adhesion or exfoliations were present. The abdominal cavity was neither non-purulent inflammation nor infection existed. Interperitoneal lavage was practiced (3l). At the excision site: both uterine appendages and lymph nodes in the pelvis were present. Anastomosis procedure was performed manually (knotted suture) with the use of absorbable, synthetic, and multi suture and absorbable and unabsorbable ligature. Neither non-purulent inflammation nor infection existed. The operation area was clean and clean-contaminated (vaginal canal incision) operation. The incision was 20 cm long (suture layer, 2 layers). The first layer (peritoneum layer) was not sutured (surgery time: about 7 hours; amount of bleeding: 1468 g. Blood infusion: autologous blood 400 ml).the skin layer was manually sutured (knotted suture) with the use of absorbable, synthetic, and mono suture. Neither non-purulent inflammation nor infection existed. Postoperatively a closed drain was placed on the same day. After surgery, the wbc and crp were 9.9 and 0.26 mg/dl, respectively. The drain was removed on (B)(6) 2017(drainage of fluid: good; second look laparoscopy after operation: none). As on the same day, the wbc and crp were 7800/mm3 and 11.3 mg/dl, respectively. On (B)(6) 2017, blood cultures were negative, the body temperature was 36.9 degrees centigrade and abdominal pain and vomiting occurred. Ileus was suspected, and CT and x-ray showed ileus. It was reported that the patient had urinary tract infection. On (B)(6) 2017, (latency: 10 days) peritonitis developed in the abdominal cavity (at the pelvic region) that was obviously seemed to be the application site of seprafilm. On the same day, enrichment culture of the ascites for enterobacter cloacae was performed. The patient was placed under fasting and started receiving paracetamol (acelio), carbamazepine (cmz), lansoprazole (takepron), and dexpanthenol (pantol). The same day, marked abdominal distension was observed, and CT showed a large amount of ascites (latency 10 days). A drain was inserted from the vaginal stump, and outflow of urine was observed. Therefore, abdominal surgery was performed. During surgery, there were many adhesions, and moderate inflammation (redness) and adhesion at the application site of seprafilm were observed (condition at the time of re-laparotomy: belaglike muddy (gel-like) residual on the application site. Partly removed manually as much as possible: after the re-laparotomy, improvement was noted. The same day, fistula of the urinary duct (latency 10 days) was observed, and was repaired (ureter-bladder anastomosis). Meropenem and polaramine were additionally started, and the wbc and crp were 12400/mm3 (neutrophil 76%, lymphocytes 14%, eosinophills 2%, monocytes 2%) and 32.62 mg/dl, respectively. On the same date, bacteria culture of the ascites and intestinal surface was performed, showing a small number of enterobactor cloacae (in both specimens). The same day, the patient had allergic reaction. On an unspecified date, tissue examination of the intestinal surface showed inflammatory exudate. On (B)(6) 2017, the patient received famotidine, i.v., 40 mg/day for postoperative gastric mucosal protection. On (B)(6) 2017, abdominal pain persisted, and the wbc and crp slightly decreased to 12100/mm3 and 12.9 mg/dl, respectively. CT showed loculated ascites and did not show ileus. On (B)(6) 2017, the wbc and crp were 9600/mm3 and 6.28 mg/dl, respectively. On (B)(6) 2017, the treatment with famotidine was stopped. On (B)(6) 2017, the body temperature was 38 degrees centigrade without abdominal pain, and the wbc and crp were 8100/mm3 and 1.5 mg/dl, respectively. The blood sample was submitted for culture (negative results). The treatment was switched to piperacillin hydrate/tazobactam (tazopipe) and the patient started taking medicines. On (B)(6) 2017, abdominal pain improved, and pyrexia of 37.5-38 degrees centigrade was observed. The wbc and crp improved to 5700/mm3 and 1.34 mg/dl, respectively. However, the eosinophil was high at 9.4%, and pyrexia due to allergy was considered. On (B)(6) 2017, pyrexia of 38 degrees centigrade without abdominal pain was observed. The wbc and crp were 2800/mm3 and 0.68 mg/dl, respectively (eo 10.9%). Drug-induced pyrexia was suspected, and treatment with piperacillin hydrate/tazobactam (tazopipe) was completed. On (B)(6) 2017, the patient's wbc, eo, and crp were 6400/mm3, 7.4%, and 0.35 mg/dl, respectively. On (B)(6) 2017, the patient recovered from peritonitis and was discharged from the hospital since the general condition was good though slight fever of 37.0-37.9 degrees centigrade sometimes occurred. On (B)(6) 2017, the patient recovered from the 3 events "fistula of the urinary duct", "allergic reaction", and "ileus". There was prolongation of hospitalization but no re-hospitalization for treatment of the events. On (B)(6) 2018, patient recovered from the events of inflammation (redness) and adhesion. Corrective treatment: repaired (ureter-bladder anastomosis) for fistula of the urinary duct; paracetamol (acelio); carbamazepine; lansoprazole (takepron) and dexpanthenol (pantol) for ileus; piperacillin hydrate/tazobactam (tazopipe); meropenem; re-laparatomy for peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis; polaramine for allergic reaction; not reported for rest events outcome: recovered for all events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4) no product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: peritonitis reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization, medically significant) reporting obstetrician/gynecologist's causality assessment: probable diagnosis: fistula of the urinary duct reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization, medically significant) reporting obstetrician/gynecologist's causality assessment: not related diagnosis: allergic reaction reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization, medically significant) reporting obstetrician/gynecologist's causality assessment: probable diagnosis: ileus reporting obstetrician/gynecologist's causality assessment: probable seriousness criteria: important medical event for ileus inflammation (redness) reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: probable adhesion reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: probable reporting obstetrician/gynecologist's comment: the patient's risk factor, leakage of the urine into the abdominal cavity due to ureteric perforation after the surgery, was another possible factor for the event. When abdominal surgery was again performed for fistula of the urinary duct, inflammation (redness) was observed along the application site of seprafilm. Allergy to seprafilm was suspected based on the findings during surgery, though the results of blood or culture tests were not so helpful because of presence of urinary tract infection and ileus. Intra-abdominal culture during surgery showed little contamination, suggesting absence of infectious peritonitis. It was highly likely that the increased eo after surgery was caused by another drug (antibiotic). The allergy, the patient's risk factor, was another possible factors for the 3 events, "fistula of the urinary duct", "allergic reaction", and "ileus". Reporting obstetrician/gynecologist's comment: the alternative explanation for the inflammation (redness) and adhesion was the patient's risk factor (allergy). Additional information was received on 15-nov-2017. The gobal ptc number with ptc results were added. Text was amended accordingly. Additional information was received on 25-dec-2017 from the physician (obstetrician/gynecologist). The patient's height and weight was added. The additional events of fistula of the urinary duct, urinary tract infection, ascites/ loculated acites, had allergic reaction, bacteria culture of ascites showed small number of enterobacter cloacae, adhesions/ adhesion at the application site of seprafilm, inflammation (redness) and ileus were added with details. The symptoms of abdominal pain, vomiting, abdominal distension, pyrexia and inflammation (redness) were added. The patient's medical history and concomitant medications were added. Additional seriousness criteria (medically significant) for the event of peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis was added. The treatment for the event peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis was added. The laboratory details of white blood cell count, c-reactive protein, x-ray, CT, eosinophil count, monocytes and neutrophils were added. Reporting obstetrician/gynecologist's comment was added. Clinical course updated. Text was amended accordingly. Upon internal review on 25-dec-2017, seriousness criteria for the event of peritonitis was amended from (lifethreatening, hospitalization or prolongation of hospitalization, medically significant) to (hospitalization or prolongation of hospitalization, medically significant). Additional information received from the obstetrician/gynecologist on 05-feb-2018: added "abdominal distension" and "ascites" as symptoms of the event "fistula of the urinary duct" as they were confirmed to be the symptoms of the event. It was confirmed that "urinary tract infection" mentioned in the previous report (the reporter's comment) was not an adverse reaction to seprafilm, and its infecting bacterium was enterobacter cloacae; hence the event was deleted. Outcome of inflammation (redness) and adhesion updated. Added the reporter's comment. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 5-feb-2018: this case concerns a patient who received treatment with seprafilm and later experienced fistula of urinary duct, ileus, adhesion and ascites. A significant temporal relationship can be established and hence causal role of suspect product cannot be denied in occurrence of the events. However, event of fistula of urinary duct cannot be suspected to have occurred with seprafilm on the basis of site of reaction. Furthermore, limited information regarding concurrent condition and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from a physician (obstetrician/gynecologist). This case concerns a (B)(6) female patient who received treatment with seprafilm and later 10 days after starting treatment peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis. No past drug, concomitant medication or concurrent condition was provided. The patient had allergy to alcohol and mango. On (B)(6) 2017, the patient underwent panhysterectomy for cervix carcinoma, and two sheets of seprafilm (form, batch/lot number and expiry date: unknown) were applied at the pelvic retroperitoneum and just beneath the abdominal wall. On (B)(6) 2017, blood cultures were negative. On (B)(6) 2017, (latency: 10 days) peritonitis developed in the abdominal cavity (at the pelvic region) that was obviously seemed to be the application site of seprafilm. On the same day, enrichment culture of the ascites for enterobacter cloacae was performed. On (B)(6) 2017 the patient recovered from the event. Corrective treatment: not reported. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: peritonitis. Reporting obstetrician/gynecologist's seriousness assessment: serious (life threatening, hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: the patient's risk factor, leakage of the urine into the abdominal cavity due to ureteric perforation after the surgery, was another possible factor for the event. Additional information was received on 15-nov-2017. The gobal ptc number with ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from (B)(4) was received on (B)(6) 2017 from a physician (obstetrician/gynecologist). This case concerns a (B)(6) female patient who received treatment with seprafilm and later 10 days after starting treatment peritonitis developed in the abdominal cavity (at the pelvic region)/peritonitis. No past drug, concomitant medication or concurrent condition was provided. The patient had allergy to alcohol and mango. On (B)(6) 2017, the patient underwent panhysterectomy for cervix carcinoma, and two sheets of seprafilm (form, batch/lot number and expiry date: unknown) were applied at the pelvic retroperitoneum and just beneath the abdominal wall. On (B)(6) 2017, blood cultures were negative. On (B)(6) 2017, (latency: 10 days) peritonitis developed in the abdominal cavity (at the pelvic region) that was obviously seemed to be the application site of seprafilm. On the same day, enrichment culture of the ascites for enterobacter cloacae was performed. On (B)(6) 2017 the patient recovered from the event. Corrective treatment: not reported. Outcome: recovered a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Diagnosis: peritonitis. Reporting obstetrician/gynecologist's seriousness assessment: serious (life threatening, hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: the patient's risk factor, leakage of the urine into the abdominal cavity due to ureteric perforation after the surgery, was another possible factor for the event.